Event description:
It was reported that the tip of the driver broke off when putting in screws during a case. The tip was removed from the patient. No further complications were reported as a result of the incident. This is report 1 of 2.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
This is report 1 of 2. Corrected information: h3. Yes h6. Investigation findings: 3252 investigation conclusions: 61 device evaluation: visual inspection confirms that the distal hexalobe on the driver shaft has sheared off at the base of the hexalobe. The root cause is likley due to improper loading before torque delivery through the driver tip. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury,vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.